Event description:
The dental technician indicated that the zirconia abutment was used as a temporary and fractured at the screw access hole as it was removed from the patient's mouth. The dental technician indicated that the zirconia...

Manufacturer narrative:
This event is being reported due to a single preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Investigation of other complaints with similar abutments that were fractured concluded the fracture was related to the design of the hex and boss connection and to the screw access hole which led to the recall. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.